Event description:
On (B)(6) 2012 the patient contacted animas alleging that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive for the past few weeks. The patient denied any damage to the keypad. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission 10/29/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow, and contrast buttons were found to be intermittently unresponsive; the ok keypad button responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.